Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that he was hospitalized 4 years ago due to a low blood glucose. Customer had a recent ambulance visit 3 weeks ago due to a low blood glucose as well. Customer stated that it was his fault in both occasions and the pump had no issues during these events.